Event description:
The customer reported receiving a reading that was higher than he felt on his precision xtra/optium blood glucose meter. The customer experienced symptoms of light-headedness, an upset stomach, and dizziness and that he passed out. The customer self treated with candy and some fruit. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.